Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 100cm evsrf catheter was received at bd pi lab for evaluation. Upon visual inspection, multiple partial indentations were observed throughout the power cord. A kink was observed on the catheter shaft. The power cord indentations and kink most likely occurred during packaging of the device for return. No damage was reported by the user; therefore, the indentations and kink will be considered incidental. A bend was observed on the heating coil and the fep appeared shredded/torn on the heating coil. The investigation has determined this to be a confirmed finding for material perforation. Upon opening the handle, no damage was noted. All wires were noted to be intact and in place. The proximal battery was noted to be partially seated. The batteries and battery holders were found to be clean. New batteries were inserted into the battery holders and the catheter was plugged into the generator. The catheter was recognized by the generator. The catheter was functionally tested by performing 3x long and 3x short treatment cycles successfully. Therefore, the investigation is unconfirmed for insufficient heating and power problem because the issue could not be reproduced. The root cause for the insufficient heating and the power problem could not be reproduced. Since the customer stated that they saw the blue squiggly lines, it is possible the fep on the heating element bubbled up and became torn on retraction from the vein. It is possible this was a use related incident (not applying enough pressure to the vein). The battery may have drained mid cycle causing the power issue. Labeling review: as the reported event did not allege a labeling or use related issue, therefore a labeling review is not required. H10: d4 (expiry date: 11/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radiofrequency ablation ablation procedure, the catheter allegedly stopped working after five cycles. It was further reported that the catheter was restarted but the temperature of 120 wasn't reached. The procedure was completed using another catheter. There was no reported patient injury.